Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing and shocks due to atrial arrhythmia with rapid ventricular response. Therapy did not convert rhythm. The ICD remains in service. No additional adverse patient effects were reported.